Manufacturer narrative:
This report reflects the new into received from the user facility who was not the original reporter. This reporter did not provide the required info for the following sections: a (inappropriate identifier was used); b6, b7; d5-d8, d10;, e4; f2, f9, f10, f11, and f13.

Event description:
Reporter stated on medwatch from received 11/26/1996: "the feeding tube was not counting correctly. Placed on 60 ml/hr. Was delivering 120 ml/hr thus overfeeding the resident." Additional info obtained revealed 200 ml of an enteral feeding solution were hung, and the pump was set to deliver 100 ml/hr. 200 ml were delivered in 1 hour.